Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppages and pump power elevations was confirmed through review of the submitted and collected log files from patient¿s primary and backup system controllers. The log file evaluation confirmed low speed events and pump stoppages on (B)(6) 2017. The recorded events lasted approximately 1-4 seconds each and occurred on both power module and battery support. Pump power elevations up to 17.2 watts were captured in the log file from the patient¿s primary system controller beginning on (B)(6) 2017. The report of a momentary pump power elevation up to 15.5 watts on (B)(6) 2017 at 08:01 when the patient had a coughing spell was also confirmed through the evaluation of the log file from the patient¿s backup system controller. No additional pump power elevations or reductions in pump speed were observed through the log file evaluation. Based on our past complaint experience and similar reported events, the reported increase in the patient¿s lactate dehydrogenase level (ldh) in conjunction with the confirmed pump stoppages and pump power elevations can be indicative of device thrombosis. However, the patient remains ongoing on heartmate ii lvas, serial number (B)(4); therefore, the root cause of the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 22 days. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced low flow and pump stoppage alarms the morning of (B)(6) 2017 while the device was connected to the power module, and the patient was reclined in a chair. The patient had been sleeping and was asymptomatic. The alarm condition resolved immediately after the patient changed positions. Upon assessment, the alarm condition was not able to be reproduced with driveline manipulation. It was reported that it appeared that the driveline was bent at a 90 degree angle when the patient elevated both legs, which is when the alarm occurred. The driveline was repositioned with gentle loops and no further alarms occurred. The patient¿s lactate dehydrogenase (ldh) was trending up slightly around 800 u/l. The inr was therapeutic at 2.6. On (B)(6) 2017, the patient was placed on batteries and an ungrounded power module patient cable in order to rule out a driveline integrity issue. Low speed operation alarms were reported while the device was connected to batteries. The system controller was exchanged on (B)(6) 2017 to rule out any system controller involvement. No additional pump stoppage events occurred after the system controller was exchanged. No additional pump stoppages occurred when connected to a grounded power module patient cable. The plans to perform a percutaneous lead (driveline) repair pump and or pump exchange were both put on hold. No additional information was provided.